Manufacturer narrative:
A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant fsh or tsh results documented after the replacement of the trigger level sensor. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer observed repeated error code 1007 (unable to process test) on the architect i2000sr analyzer. It was discovered that the trigger level sensor was leaking following replacement of the trigger solution by the customer which produced bubbles in the trigger tubing. The trigger solution was installed correctly. The customer replaced the trigger solution and retested patient samples. Three samples produced discrepant results due to the issue with the trigger solution sensor. No adverse impact to patient management was reported. Patient 1: sid (B)(6) ( (B)(6) years old) initial fsh result <0.05 miu/ml, retest 3.37 miu/ml twice. Patient 2: sid (B)(6) ( (B)(6) years old) initial tsh result 0.003 uiu/ml, retest 2.695 uiu/ml. Patient 3: sid (B)(6) ( (B)(6) years old) initial tsh result 0.004 uiu/ml, retest 0.389 uiu/ml.